Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 1008pm. The patient reportedly obtained a blood glucose result of "401 mg/dl" with the subject meter. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine. On (B)(6) 2013, shortly after midnight, the patient claims she felt symptoms of sweats, weak and upset stomach. About 1210am, the patient obtained a blood glucose result of "42 mg/dl" with the subject meter. The patient reportedly ate 2 pieces of candy and 23 grams of carbohydrates (cake, cheese and crackers) as treatment. By 1230am, the patient retested and obtained a blood glucose result of "86 mg/dl." The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.